Event description:
A report was received that the patient had a non-device related procedure where electrocautery was used. Database analysis showed device exhibits premature battery depletion. The patient underwent an ipg replacement procedure. The patient is reportedly doing well. Monopolar electrocautery is a known source of high voltage transient signal and current company label warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The complaint was verified as the device exhibited the symptoms of analog ic damage due to high-voltage transient. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The monopolar electrocautery procedures are a known source of high-voltage signal that can damage the aic-u1. The patient profile indicated that this anomaly had started fairly recently, and it was verified that the patient underwent a spine procedure where electrocautery was used.

Event description:
A report was received that the patient had a non-device related procedure where electrocautery was used. Database analysis showed device exhibits premature battery depletion. The patient underwent an ipg replacement procedure. The patient is reportedly doing well. Monopolar electrocautery is a known source of high voltage transient signal and current company label warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).